Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the consumer reported that the cause of the ins was not working was due to normal battery depletion. The caller has also tried reaching out to new physicians but cannot get in touch with the one closest to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient¿s family member thinks the patient¿s ins stopped working because the patient got the ins to help with tremor but the patient has had tremor for a while now, indicating since some time in 2016. The caller reported that the patient¿s condition worsening was a gradual thing leading to them being almost completely immobile, and that they do not think there is anything that could have been done about it. It was stated that the device was put in to help stop the patient from shaking. The patient did not have a programmer so the status of the ins could not be checked. No complications or further complications were reported.